Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the ventilator gave visual led alarm and audible alarm. However, the alarm setup screen does not show any problems with the pressure setup or any of the settings on the ventilator. The pressure bar graph on the ventilator initially seemed to have momentarily paused and displayed a constant baseline pressure. The pressure bar graph then resumed rising without any problems. The pt was ambu bagged and then switched to the backup ventilator due to this issue. Please note that there was no permanent injury in this case.